Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrataed bipolar forceps instrument was analyzed and found to have a broken main tube at the distal tip with detached fragment. A piece measuring proximately 4.0mm x 3.0mm was not returned with the instrument. Common causes of the failure mode broken instrument main tube are attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards causing it to crack and subsequently break. Correction to section d: primary product batch/lot number was updated to k10241017 0187.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury.